Event description:
It was reported that a bend was made to the stent prior to entering the pt so that the stent could be advanced around the acute bend in the circumflex artery. The stent then dislodged from the stent delivery system (sds), and it was deployed in the circumflex, short of the lesion. Another device was advanced through the ultra stent and it was deployed in the lesion. The pt was reported to be doing well after the procedure, with no adverse side effects. No add'l info was available.